Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on the bus and could not be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device auxiliary half height drawer 6.2 was not detected on bus and failed to recover. The field service engineer (fse) found that the unit had been opened for a drawer failure; however, the actual drawer failure was in the auxiliary unit. While inspecting the main station, the fse discovered that the printer was offline and appeared to have been turned off. The printer was rebooted and tested, but a complete purge was required due to several hundred jobs being stuck in the queue. After purging, the settings were verified and the unit was rebooted, successfully resolving the issue. The system functioned as intended after the field service engineer repaired the device.